Event description:
Intraoperatively, the surgeon was testing leaflet motion with a q-tip and a leaflet fractured. The valve was removed and replaced with a smaller 19mm mechanical valve. The pt expired in the or. It was reported that the cause of death was listed as coagulopathy, and was not related to the device.